Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, lot #175026. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis had a mammogram that confirmed calcification of the left breast prosthesis. A biopsy was performed to rule out cancer. In addition, the patient is experiencing pain in the left breast and the left muscle tightens up. The left breast is smaller than the right and the patient has developed vertigo and headaches. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.